Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 150 mg/dl and sensor glucose value that triggered the suspend was 76 mg/dl. Low limit in sensor setting was 80 mg/dl. The customer had high blood glucose level of 504 mg/dl. The customer was assisted with the troubleshooting. The sensor will not be returned for the analysis.